Event description:
The customer reported to olympus, that the green button on the maintenance unit, has cracked in half. The event was identified during leak testing during reprocessing. The original procedure was completed using the same set of equipment. There is no report of patient harm or injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed. The power switch is broken causing the internal electrical components to be exposed. Additional events were identified, and listed as follows: (a.) The output socket is broken/worn/loose, (b.) The inner tube is cut or scratched, and another failure mode occurred, (c.) The suction feet are worn, (d.) There was a pump unit failure, (e.) The switch cap was worn, (f.) The power switch has corrosion (g.) The top cover has rust / corrosion/ crack / damage / scratch etc, (g.) And the chassis has rust / corrosion or a crack. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the damaged power switch was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was confirmed that the power switch was damaged. This report is being submitted for the damaged power switch.